Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed pump error 25 in the history file due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.